Event description:
Problems, some extremely severe, relating to silicone implants received 20-yrs-ago. "Frozen shoulders", shooting pains throughout body and limbs, pins and needles and numbness at base of spine and right hip and knee; skin rashes; continual pain in both arms and wrists which prevents driving, housework, carrying "shopping" or heavy suitcases, inability to walk upstairs on some days, i.b.s. "Leaking implants removed. Nickel allergy announced following tests in last 10 yrs. Laparotomy carried out approx 10 yrs ago for continual abdominal pain. Result given as endometriosis but later changed to i.b.s.